Event description:
It was reported that there was a temperature problem in an arctic sun device and was not cooling. No water in the chiller tank. Mixing pump hs. 2000h preventive maintenance were in due date, the pump service were 3992 hours, no data in service max pump hours and found a crack on the level sensor too. Per review of wo on 14sep2023, there was no patient involvement. Per follow up information received via email on 14sep2023, the device was sent in for a bd-approved facility for evaluation. The issue was not yet resolved, and the repair was not yet started.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a temperature problem in an arctic sun device and was not cooling. No water in the chiller tank. Mixing pump hs. 2000h preventive maintenance were in due date, the pump service were 3992 hours, no data in service max pump hours and found a crack on the level sensor too. Per review of wo on 14sep2023, there was no patient involvement. Per follow up information received via email on 14sep2023, the device was sent in for a bd-approved facility for evaluation. The issue was not yet resolved, and the repair was not yet started.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.